Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer who reported that the pump was removed due to infection. When the staples came out from surgery, a day later the patient removed the dressing to shower and there was a large amount of pus on the bandages. The patient was prescribed antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). Regarding the date of onset for the infection, it was reported there was no determination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of dilaudid and clonidine. The indication for use was not provided. The rep indicated that they were notified there was a possible infection at the implant site on (B)(6) 2019. The rep stated they believed the incision was not healing well. The device had been implanted (B)(6) 2019. The rep was not aware of any environmental/external/patient factors that may have led or contributed to the issue. It was reported no diagnostics were performed. The patient¿s pump was explanted on (B)(6) 2019 due to infection and the device was discarded. Therefore, it would not be returned to the manufacturer. It was reported the issue was resolved at the time of the report, 2019-mar-07. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history, weight, and other medications being taken at the time of the event were not available.